Event description:
It was reported that there was leakage in the tubing at the point where the valve is tightened. The customer also reported difficulty drawing fluid due to persistent air bubbles, both with and without the removable valve. The issue has been present since initial use and continues despite routine use. Purple saline syringes were noted to be particularly difficult to de-bubble.

Manufacturer narrative:
It was reported that there was leakage in the tubing at the point where the valve is tightened. The customer also reported difficulty drawing fluid due to persistent air bubbles, both with and without the removable valve. The issue has been present since initial use and continues despite routine use. Purple saline syringes were noted to be particularly difficult to de-bubble. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.